Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient being unstable; the surgeon decided to put in a bigger glenosphere to help with stability.